Event description:
It was reported that the patient had pseudomonas and proteus driveline infection, ass well as worsened kidney failure. The patient had chronic kidney disease pre-existing to implant. The patient was put on continuous renal replacement therapy and transitioned to hemodialysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient was put on zosyn from (B)(6) 2019 to (B)(6) 2019 and was switched to cefepime every 8 hours and tobramycin nebs for coverage from (B)(6) 2019 to (B)(6) 2020. The patient had wound cultures that were found positive for pseudomonas, klebsiella, & proteus, sensitive to cefepime, and continued course until (B)(6) 2020. The patient had an intra-abdominal drain with mix of serous and tan/white oily fluid. Cultures were sent on (B)(6) 2020 with cefepime resistant pseudomonas. Patient received one dose of intravenous tobramycin but discontinued as infectious disease feels this is colonization.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and kidney failure, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) , until they expired on (B)(6) 2022 due to infection and mesenteric ischemia (captured under MFR. Report # 2916596-2022-00540). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, lists infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU outlines care instructions in reference to preventing infection, including exit site treatment. Heartmate 3 lvas patient handbook, rev. D provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.